Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the iliac vein using an indigo system separator 8 (sep8). During the procedure, the physician made multiple passes using the sep8 and an indigo system cat 8 aspiration catheter (cat8). As the physician was manipulating the sep8 within the patient, the wire tip distal of the bulb on the sep8 broke off. Therefore, the physician attempted to aspirate the tip of the sep8 using the cat8; however was unsuccessful. The physician then used a snare device to remove the tip of the sep8 from the patient. The procedure was completed using the cat8. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device in complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.